Event description:
During rotational atherectomy 1"-2" piece of guidewire broke off. It remains in the terminal end of one of the coronary vessels. (Pt has other cardiac problems that have not been determined to be related to this.) However, immediately post procedure he coded, was resuscitated, recovered and was discharged subsequently.